Manufacturer narrative:
Additional information: sections b.3 &d.7 the recipient's device was reportedly explanted on november 3, 2014. The recipient's device was discarded and will not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed well from reimplantation and activation went well. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a cholesteatoma. The recipient's device was explanted sometime between 2002 - 2005. On (B)(6) 2018, the recipient was reimplanted with another advanced bionics cochlear device.